Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received three inappropriate shocks the night post implant. Review of the episodes showed wavy baseline and oversensing. The sensing vectors were evaluated and noise was able to be reproduced with palpation at the xiphoid incision area, no noise was reproduced when palpating the generator area. The sensing vector was reprogrammed to exclude the xiphoid incision area. Potential causes of noise were discussed. X-ray evaluation appears to show adequate insertion of the electrode into the header. Electromagnetic interference (emi) may have been present, but the device accurately recognized the noise and did not treat for it. It was suspected that there was air in the xiphoid pocket. Subsequent evaluation done approximately two weeks later noted that no noise was reproducible at all. No additional adverse patient effects were reported. Remains in service.